Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer amulet was chosen for implant using an unknown delivery system. During the procedure, when the physician unsheathed the device to the ball position, a small clot was observed on the ball-shaped portion of the amulet device. The physician was advised not to proceed with the deployment steps due to the presence of the clot and was instructed to carefully recapture the device. The procedure was subsequently aborted based on these findings and the patient¿s complex anatomy. No amulet device was implanted.

Manufacturer narrative:
A patient device interaction problem and thrombus was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient device interaction problem and thrombus could not be determined. It is possible that procedural circumstances (device positioning) and/or anticoagulant therapy contributed to the even, however this cannot be determined. The reported patient effect of illness was cascading effect of thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer amulet was chosen for implant using an 14f amulet delivery system. The patient was prescribed eliquis, had a reported inr of 1.3 on the day of the procedure. Following venous access and imaging setup, tee imaging was used to guide the case. Heparin was administered intra-procedurally, with a total of 15,000 units given, and the patient¿s activated clotting time (act) was 333. During the procedure, when the physician unsheathed the device to the ball position, a small clot was observed on the ball-shaped portion of the amulet device. The clot was described as very small, appearing bright on the tee imaging screen, and located at the tip of the ball near the distal end screw. Due to the presence of this thrombus, the physician was advised not to proceed with deployment and was instructed to carefully recapture the device. Considering the observed thrombus and the patient¿s complex anatomy the physician was advised not to proceed with the deployment steps due to the presence of the clot and was instructed to carefully recapture the device. The procedure was subsequently aborted based on these findings and the patient¿s complex anatomy. No amulet device was implanted.